Event description:
Caller reported discrepant results on inratio test for a pt who had three separate finger sticks on different fingers with meter readings: 1st inr=4.9, 2nd inr=2.3, 3rd inr=1.3, lab inr=2.6. All tests and lab draw done within minutes of each other on (B)(6). Pt's range is 2.0-3.0. Has tested pts since this test and no one else had this issue.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user: date: (B)(6) 2009: 1st inr=4.9, 2nd inr=2.3, 3rd inr=1.3. Inratio meter: mean: 3.60, sd: 1.84, %cv: 51.07. Since 51.07% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when it is returned. Biosite received 1 inratio meter (B)(4) and 7 strips (ln#080584a). No errors revealed on functional test result of meter when tested. In-house precision test, inratio meter: returned meter (B)(4), in-house meter (B)(4) returned strip ln: 080584a, 2 therapeutic donors. In-house precision testing provided (inratio meter): donor 4: in-house (inr): 2.3, in-house (inr): 2.3, mean: 2.30, sd: 0.00, %cv: 0% pass. Donor 5: 1.9, 2.2, 2.05, 0.21, 10.35%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 0% and 10.35%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. No corrective action required at this time as no product deficiency was established.